Manufacturer narrative:
Patient age and weight were not made available from the site. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, their imaging system images were grainy. They were able to navigate off of these images to continue the procedure. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no impact on patient outcome.